Event description:
A us distributor returned a monitor and reported monitor failed to deliver a pulse.

Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (charger faults and activity report) was confirmed. The cause of this was a shorted components on the ca board. The root cause of the shorted components ca board cannot be positively identified. There was no adverse event that resulted from the damaged monitor.